Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that none of the button on insulin pump was working and there was long beep sound on the insulin pump. Customer¿s blood glucose was 158mg/dl. Customer stated that act button was not working for two times and started working after changing the battery. Customer was advised to monitor the insulin pump and discontinue the use of insulin if error occurred again. Insulin pump will not be returned for analysis.